Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is broken and out of calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D4: primary UDI number; corrected. H3 and h6. Evaluation codes: updated. Device analysis and functional testing verified/confirmed the complaint. The cause was the grub screws were loose. At the customer¿s request the device was returned unrepaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.